Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer requested to order parts under the contract. The rse ordered and shipped a handle pin (3ea), connector block, and mainboard-battery case cable. No further details regarding the cause of the issue were provided after good faith effort (gfe) attempts. The cause of the reported problem is unknown. The customer was provided replacement parts to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there was no error message that spo2 did not work. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.